Event description:
The customer stated that she was hospitalized for high blood glucose levels. No blood glucose reading was reported. The customer stated that she had to change the infusion set three times, due to no delivery alarms. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.